Event description:
On (B)(6) 2003, this patient was implanted with gore excluder bifurcated endoprostheses to treat an abdominal aortic aneurysm. On an unknown date in 2003, medtronic devices were implanted to treat an unknown cause. On (B)(6) 2011, a contralateral leg component was implanted to address a distal type I endoleak originating from the medtronic devices. The patient tolerated the procedure.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).